Event description:
The initial reporter questioned the thyroid results of 2 patient samples tested on a cobas e801 module. The results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were identified for elecsys tsh (tsh) between the customer¿s e801 module, an e801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the abbott method. Refer to the attached data for the patient results.

Manufacturer narrative:
The e801 module serial number used at the customer site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The tsh v2 reagent lot number was 660341 with an expiration date of 31-aug-2023. The e801 module serial number used at the investigation site was (B)(4). The tsh v2 reagent lot number was 674689 with an expiration date of 29-feb-2024. From the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem.